Event description:
It was reported that a patient was experiencing intermittent shocking at the pocket site that start "1-2 weeks ago" with no specific event. It was reported that there were impedance values of >4,000 ohms. The patient was programmed at 3.2 v. The patient was re-programmed and the shocking was gone. It was stated that there was a possible short and a possible open circuit. Additional information received from the health care provider (hcp) reported that battery and the lead were attributed to the event. It was stated that a device interrogation was performed just prior to surgery. Circuit 2-c was 339 ohms, 3-c was 374 ohms, 2-3 was 479 ohms. It was stated that there was a minor leak at level of the leads inserting into the battery. A battery replacement occurred on (B)(6)2013. The patient did not require hospitalization and the patient recovered without sequela this event was previously reported in manufacturer report # 3004209178-2012-11260. All further information about this device will be reported in this file.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).